Manufacturer narrative:
The device was not available for evaluation. There were two images provided showing the main body attached to the rod and the screw shank disassembled from the main body. One clamp was disassembled from the main body and the second half of the clamp remained in the main body. From the provided images, the screw head appears to have some damage from excessive force, causing the disassembly to occur, but this cannot be confirmed. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was performed to remove and replace a revere screw head that had separated from the shank 5 days post operatively. This event occurred in austria.